Manufacturer narrative:
Eval summary: the implant was fractured in two pieces in the collar region, approx 3.3 mm from the top of the implant. The collar of the implant was significantly damaged due to the fracture and the subsequent removal of the implant. Measurements taken on the diameter and the threads of the implant did not suggest any deviations from mfg tolerance. The fracture site showed an angular tear, suggesting cantilever load was likely placed on the implant during placement. Method: although the implant was significantly damaged, it was evaluated as much as possible against dimensional tolerance. There was no indication of the device being outside of mfg tolerance. Conclusions: the fracture shows an angular tear from the initiation point. This suggests that cantilever forces were being applied to the implant at the time of fracture.

Event description:
A dental professional reported a fracture of an endure cl implant (3.5 mm x 11 mm) during placement. The dental professional reported the implant was within 2 mm of final placement when the collar fractured off, leaving the root of the implant in the bone. The portion of the implant in the bone was immediately extracted using a thin polishing bur to gradually remove the surrounding bone, and then a piezotome. After the implant was extracted, a larger diameter (5.1 mm) implant was successfully placed in the same location without any further complications. This event was deemed reportable due to the add'l surgical procedure to remove the implant. The initial notification of the implant failure was given on 3/5/2010. The implant was rec'd by mail on 3/8/2010. Repeated attempts were made to discuss the details of the incident with the doctor, but it wasn't until 4/8/2010 that we learned of the procedure performed to extract the fractured implant.